Event description:
The pt was experiencing "withdrawal/under-medication symptoms." A pump rotor study was done that showed the rotor to be not rotating and not infusing. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.